Event description:
It was reported that the patient presented with the right ventricular lead exhibiting noise over-sensing. No interventions were performed. There were no patient consequences, and the patient would continue to be monitored.